Event description:
It was reported that the unit fluctuated at 50 percent oxygen (o2) and was not stable or consistent in o2 flow. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information is provided for d.10, h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was received with the pressure manometer needle stuck/out of specifications. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be caused by a damaged pressure manometer, user interface. Service history review identified the complaint was not related to a previous service of the device within the review period. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).